Manufacturer narrative:
The device was received for evaluation. A visual inspection was done which observed a small brown particle inside the pouch. The pm was further analyzed and described as paper like material like cardboard. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a foreign object within the sterile packaging. The object was brown in color and appeared to "look similar to little bits of cardboard". This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.